Event description:
The customer stated an outpatient generated a high potassium result of 6.9 mmol/l on the architect c8000 analyzer. The result was flagged high and the sample was retested yielding a value of 6.9 mmol/l and was reported. Based on the high potassium result, the physician advised the patient to go to the emergency room. Another sample was obtained in the ER and the potassium result was approximately 3.0 mmol/l. There was no impact to patient management reported. Four days later, the customer retested the original sample yielding a potassium result of 5.4 mmol/l. Other discrepant values were also noted such as an initial creatinine result of 9.81 that retested at 5.6 mg/dl.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Discrepant results were probably caused by a sample integrity issue that was not identified by the user and/or did not exceed the threshold required to generate a system pressure monitoring (pm) error. After further evaluation, the suspect medical device was changed from clinical chemistry creatinine reagent, list # 7d64-20, manufacturing site abbott manufacturing, inc. South pasadena, ca, to the architect analyzer, list # 1g06-01, manufacturing site abbott labs, registration # (B)(4). Qc for all assays was performing as expected. System logs were reviewed and there was no indication of an instrument issue. The liquid level sense logs had been overwritten and were not available for review. The customer's complaint history does not include a recurrence of inconsistent or erratic results. The architect system operations manual and ict sample diluent package insert provide sufficient information regarding scheduled maintenance and component replacement for the c8000 system, sample handling, interpreting results, and troubleshooting the customer's issue. The c8000 sample pippetor assembly includes fluid sense/pressure monitoring that helps identify errors in aspiration. However, the labeling does not guarantee that all sample integrity issues will be detected and errors can occur due to potential operator errors and architect system technology limitations. Based on the available information a specific cause for the inconsistent results generated by the suspect sample could not be determined. Probable causes include a sample integrity related issue that was not detected by the operator and did not exceed the threshold required to generate an aspiration error. A deficiency was not identified.